Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s daughter reported that after the user ate pizza for dinner, blood glucose (bg) rose several hours later to 223 mg/dl due to delayed carbohydrate absorption. The ilet delivered correction insulin, which led to a subsequent low. The dexcom g7 continuous glucose monitoring (cgm) showed 39 mg/dl, while a fingerstick confirmed 65 mg/dl. The lowest blood glucose (bg) recorded was 65 mg/dl, and the highest was 223 mg/dl. Bg was corrected through the ilet¿s corrective algorithm. The user's reported symptoms experienced by the user during the event were sluggish, not focused and sleepy. No medical intervention was reported at the time of call.